Event description:
It was reported that the lens was explanted due to opacification described as "large vacuoles". Additional information was requested but no new information has been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.